Manufacturer narrative:
(B)(4). The lhr (lot history record) review cannot be performed as lot number was unavailable.

Event description:
Acclarent was informed of an event that occurred on (B)(6) 2016, involving a relieva vortex 2 sinus irrigation catheter. The physician attempted to irrigate the maxillary sinus and the patient's orbit started to swell. The physician immediately ceased the irrigation and placed pressure on the eye. The ophthalmologist examined the patient and confirmed that there was no damage to the eye. The patient was fine and the procedure was completed. Acclarent tried to find out additional patient information; additional information is not available at this time. There was no report of any product malfunction.